Event description:
It was reported that the pump alarmed "no disposable clamp tubing" while cassette was running. Patient indicated that there were significant amount of air bubbles in the tail end of the cassette. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer. Initial reporter also sent report to FDA is unknown, no information provided to date. Model #, and if ind/preanda, give protocol # are unknown, no product information has been provided to date.